Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4).

Event description:
It was reported that the vascular stent was found to be shorter than expected post successful deployment in a pre-dilated iliac artery lesion via access through the left common femoral artery. As reported, the length of the stent was measured to be 2 cm instead of 4 cm. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the images provided, the stent foreshortening could be confirmed. The returned delivery system was found to be in good condition and no device deficiency was identified. Incorrect use of the delivery system was identified as reason for the stent foreshortening. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event represents a use-related malfunction. The IFU supplied with this product sufficiently describes the correct application of the device. (B)(4).

Event description:
It was reported that the vascular stent was found to be shorter than expected post successful deployment in a pre-dilated iliac artery lesion via access through the left common femoral artery. As reported, the length of the stent was measured to be 2 cm instead of 4 cm. There was no reported patient injury.